Event description:
It was reported that an occlusion alarm occurred. Subsequently, an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced an elevated blood glucose level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. A correction bolus was delivered to address the high bg. Reportedly, the customer cleaned the speaker holes and cleared the alarms.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.